Event description:
It was reported that the patient experienced unspecified issues with his sling device. A new artificial urinary sphincter (aus) consisting of a 4.5 cm cuff, a pump and a 61-70 balloon was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The sling was placed knowing the patient might still leak but he wanted to try that first. The patient presented with urine leakage right away and the physician decided to wait and see if it got better. The patient continued to leak so its paws decided to implant a sphincter instead. The sling was not explanted.